Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and stated that segments was missing from battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify missing segments and partial display due to blank display. The insulin pump had broken off battery tube threads.